Event description:
On (B)(6) 2013, (B)(6), md performed an ablation procedure using the clarivein catheter on a (B)(6). He treated 65cm with 5cc of 2% polidocanol. Upon follow up the pt was observed to have a dvt that ran from the sfj to about 10cm distal in the femoral vein. The femoral vein was about 60% occluded, but still had flow. Dr. (B)(6) has treated the pt for dvt and scheduled follow up care.

Manufacturer narrative:
Dvt is a known potential adverse event in interventional procedures and is not related to a device failure.